Event description:
A healthcare facility in new zealand reported via a fisher & paykel healthcare (f&p) representative that one of the tubing's of an ojr414 optiflow junior 2 nasal cannula was detached and the other one was collapsed during use on a patient the healthcare facility further reported that the patient experienced minor desaturation but was recovered to a stable condition upon replacing the cannula. There were no reported further patient consequences, and the patient was discharged.

Manufacturer narrative:
(B)(4). Method: the subject device, ojr414 optiflow junior 2 nasal cannula was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. Our investigation is based on the analysis of the returned device, information, photograph(s) and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the subject device confirmed that the right-side tube of the subject cannula was detached with visible glue residue on the inside of the cannula tube joint. It was also observed that the detached tube end was found stretched and the cannula was found to be torn at the tube joint. The left side tube of the subject cannula was still intact with the cannula tube joint but was found to be stretched and squashed. Conclusion: our investigation was unable to determine the exact cause of the reported complaint. Based on our knowledge of the product it is most likely that the cannula was subjected to an excessive force. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions which accompany the subject device ojr414 optiflow junior 2 nasal cannula m show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient."

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in new zealand reported via a fisher & paykel healthcare (f&p) representative that one of the tubing's of an ojr414 optiflow junior 2 nasal cannula was detached and the other one was collapsed during use on a patient the healthcare facility further reported that the patient experienced minor desaturation but was recovered to a stable condition upon replacing the cannula. There were no reported further patient consequences.